Event description:
It was reported that during a routine generator change, high rv lead capture thresholds were found. On (B)(6) 2022, the lead was capped and replaced. The patient was stable during and after the procedure.